Manufacturer narrative:
This event occurred in (B)(6). The customer's meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted.   Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from a coaguchek xs pro meter serial number (B)(4) compared to a laboratory result using an unknown method. The meter result was 2.2 inr. The laboratory result was 1.56 inr. The laboratory result was taken 5 minutes after the meter result. On (B)(6) 2020, the meter result was 4.4 inr. The laboratory result was 2.1 inr. The laboratory result was taken 15 minutes after the meter result. The patient¿s therapeutic range is 2.0-3.0 inr.